Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that high impedances were found on contact 1 of the right battery prior to battery change. After the battery change, high impedances still showed on contact 1. Patient experienced no symptoms. No known environmental or patient factors that may have led /contributed to the issue were reported. Impedance checks were run at 3.0v. No interventions were taken to resolve the issue, and the issue was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the high impedances was not determined. The rep also clarified that the battery change out was for normal battery depletion.